Manufacturer narrative:
It was reported that there was resistance when positioning the orbit galaxy (B)(4) with the excelsior sl10 microcatheter and it was noted that the location of the distal marker of the orbit was not in the correct position. The coil was successfully detached with no injury with the markers more proximal than usual. The procedure was a coil embolization of a ruptured internal carotid-posterior communicating artery aneurysm without calcification or tortuosity. When attempting to position the two markers of the orbit galaxy (B)(4) with the proximal markers of the unspecified excelsior sl10 microcatheter (stryker, type unknown) severe resistance was experienced. It was then noted that the location of the distal marker of the orbit galaxy was obviously different from other products and the distal end of the delivery tube would be exposed from the microcatheter. At the time the detachment was attempted with the markers of the orbit galaxy were repositioned more proximally than usual. The orbit galaxy was successfully placed in the target aneurysm. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown if the microcatheter was replaced or not. A non-sterile 3 x 6 orbit galaxy complex xtrasoft coil was received coiled inside a plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was received zipped without damage. The support coil and gripper were received inside of the undamaged introducer and no damages were noted on them. The embolic coil was not received for evaluation; as reported, it was placed in the aneurysm. The support coil was inspected under microscope and the marker bands were found in its original position and the distance between the marker bands met with the specification. The gripper was inspected under microscope and no damages were noted on it. The od from the delivery tube was measured and was found within specification. A lab sample prowler select plus microcatheter was flushed using a lab sample syringe (nipro) and after that the received orbit galaxy was introduced into the microcatheter and it advance smoothly until the microcatheter's distal tip. Just slightly friction was felt when the kinks found on the hypotube was pass through the microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported event of the marker bands being in the incorrect position was not confirmed; the placement and spacing of the marker bands on the returned unit were within specification. During functional testing resistance friction during advancement at the distal end of a lab sample microcatheter was due to kinks on the returned orbit galaxy hypotube. The od of the device was within specification. The cause and timing of the kinks as related to procedural use cannot be determined. There were no other damages or anomalies found with the returned device. The cause of the reported event cannot be determined without the return of the concomitant microcatheter; however there are no manufacturing anomalies on the returned device related to the reported event. Additionally inspections are in place to prevent the reported type of failure and kinked devices from the facility. Therefore no corrective action will be taken at this time.

Event description:
The event happened during the procedure. Prior to the detachment, when the physician tried to position the two markers of the orbit galaxy (640cx0306/(B)(4)) with the proximal marker of the unspecified excelsior sl10 (stryker, type unknown), he experienced severe resistance. Then, he noticed that the location of the distal marker of the orbit galaxy was obviously different from other products and the distal part of the delivery tube (length unknown) would expose from the microcatheter. At the time the detachment was attempted, the markers of the orbit galaxy were repositioned proximally than usual. Therefore the orbit galaxy was successfully placed in the target aneurysm. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown if the microcatheter was replaced or not. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available. The procedure was coil embolisation of internal carotid-posterior communicating artery ruptured aneurysm that was not calcified and not tortuous.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15584292 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, however, it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: excelsior sl10 microcatheter (stryker, type unknown).